Manufacturer narrative:
Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that the instrument broke during the procedure. No patient injury reported.